Manufacturer narrative:
The patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/13/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall (correction # 2013-ie-017) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (01/05/2015). The patient¿s meter has been returned on 12/19/2014 and evaluated by lifescan product analysis on 12/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately low compared to another device (onetouch verio iq) and inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2014 at 11:00 am. The patient reported obtaining a blood glucose result of ¿102 mg/dl¿ with the subject meter and ¿390 mg/dl¿ with another device taken more than 30 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient also reported that the subject meter was reading inaccurately erratic but was unable to give the exact results obtained with the subject meter which were performed more than 20 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with insulin (self-adjuster) and it was noted that she took more food and drink later that day at 2:20 pm in response to the alleged issue. An unknown time prior to the start of the alleged issue, the patient reported having symptoms of ¿nausea and thirst¿. It is not known if additional treatment was received after the alleged issue began. The patient claimed she performed a blood glucose test on another device on (B)(6) 2014 at 1:55 pm and obtained a reading of ¿390 mg/dl". During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury, this complaint is being reported because the patient reportedly developed signs/symptoms that could be indicative of hyperglycemia while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.